Event description:
It was reported that surgeon was doing a triathlon primary total knee on pt's right knee and when the operating room nurse opened the box and was handing the implant still inside the sterile blister packs to the scrub tech, the scrub tech noticed a hole in the outer paper on both covers that cover the outer and inner blister packs so the part was not used in the surgery and sales rep had another part on hand and gave to the operating room staff and surgeon was able to complete the case. There was no adverse consequence to pt or user.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.